Manufacturer narrative:
Follow-up #1 date of submission 09/10/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the pump¿s black box revealed related call service alarms. The pump alarmed for a related call service alarm (cs 069) during the rewind step of the prime sequence. A failure of a discrete electronic component was discovered.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a call service alarm issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.